Event description:
The patient¿s device has been disabled. The patient's device shows diagnostics of high impedance. The surgeon believes it is not possible to place an additional lead on the patient's nerve. No known surgery has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
B6. Relevant tests/laboratory data, including dates ; corrected data, initial MDR inadvertently omitted information known prior to submission.